Event description:
A malfunction alarm was reported with the pump, displaying malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. The customer was informed by technical support on how to reset the pump; however, the malfunction code recurred even after the reset. As a corrective action, the customer was instructed to use multiple daily injections (mdi) for insulin delivery while technical support arranged for a replacement pump to be sent. The customer understood the return instructions for the problematic pump, including setting it to storage mode and returning it via pre-paid label.